Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing , "keypad failure buttons 3, 6, 9.," was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be all of the buttons along the right side of the keypad were not functioning. Keypad required replacement to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed keypad buttons 3, 6, 9 found during testing in the biomedical service department. There was no patient involvement. No additional information is available.